Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported the sterile drape kept failing to engage on the camera arm. The isi csr tried two different drapes and a hard-booted system before calling. The isi technical service engineer (tse) requested the csr to remove the drape and check the camera arm presence pins. The isi csr stated the presence pins seem to be good. The patient was on the table and ports were placed. The surgeon was undecided on how to proceed. The procedure was aborted post-anesthesia with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did initially power on without errors. The patient was moved to another room and the surgeon took a half/half approach. The system sp was not used and instead, the xi system was used. The other half of the procedure was completed laparoscopically. No port incision site was increased, and no additional ports were added. No patient injury or harm.

Manufacturer narrative:
Based on the claim against the product by the customer noting the engagement issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the psm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
This patient side manipulator (psm) was returned for failure analysis and the reported "sterile drape wasn't recognized" was replicated. The psm was installed onto the test system and started up in normal mode without triggering any errors or faults. Failure analysis (fa) attempted to install a sterile adapter (sa) ten times, but the preload would not engage. The psm was then put onto the test platform where it failed the preload motor health check as well as all other tests that required sa engagement. After further investigation, fa had found a pinched preload motor cable. As a fix, the preload motor will be replaced. Fa was unable to complete testing due to the pinched preload motor cable. The unit was returned to fa after the repair is completed to additional fa testing. After the psm was returned to fa, the psm passed the oled test, ser test, brake spec test, brake repeatability test, clutch button check, plunger check, sa engagement check, preload sensor check, instrument sensor check, instrument engage spline, sine cycle, smoothness test, friction test, friction high-speed sweep, and backlash test.

Event description:
Refer to h10/h11 for follow-up information.